Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen went black and was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-in-one screen was black and would not turn on. The field service engineer (fse) determined that the drawer controller printed circuit board assembly for drawer 2.1 was the cause of the issue. The fse replaced the drawer controller pcb and noticed that both lead sensors were dislodged, so the latch sensors in the hardtop were resecured. The fse then tested the unit for proper operation, and the customer verified proper functionality through the hardware test application and self-test. The system functioned as intended after the field service engineer repaired the device.